Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring hospitalization. The lesion biopsied was 25 x 30 ml in the right middle lobe. It was fairly central along the major fissure. Post-procedure, an x-ray showed a pneumothorax. Per the physician, the patient was monitored, and a repeat x-ray showed that the patient seemed to be getting better (no increase in size) and the patient wanted to go home. The patient was released and then 4-5 hours later experienced more pain and returned to the hospital. The patient was admitted, and the pneumothorax "fixed itself." The pneumothorax was less than 20 percent and did not increase over time. No chest tube was placed to resolve the pneumothorax. The patient was monitored for over 24 hours and was provided unspecified pain medications and oxygen. The lesion was positive for cancer. The patient was discharged home without oxygen. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) failure analysis engineer. As of (B)(6) 2023, investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This event is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring hospitalization with medical intervention.